Manufacturer narrative:
A ge service rep performed an onsite investigation. The rtos (real time operating system) cpu assembly battery was evaluated and replaced. The rtos and gpos cpu pcb assemblies were also removed and reseated as part of the system repair. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed battery charging errors and failed to boot to a usable state following an attempt to regain system functionality. No pt serious injury or death was reported related to this event.